Manufacturer narrative:
The root cause was the materials used in the device broke due to physician leaning on the handle. Initially when this event was reported it was determined the event was not reportable. On a subsequent re-review it was determined that this event should be reported.

Event description:
The reusable teleport was used to implant the first bone-lok implant, after sending the third dilator down the patient the scrub notices that there was a piece of plastic missing from the distal end of the portal. A disposable teleport was then opened for use; using the handle of the last portal as leverage, the handle of the portal broke off the dilator. No harm to the patient. Note: the wound was irrigated to ensure there was no piece of plastic left in the patient.